Event description:
The customer reported that their application is not loading on the central nurse's station (cns). They explained that their cns initially displayed a "the file or directory is corrupt and readable" error after which they rebooted the unit, but now they are unable to bring it back up. No harm or injury was reported.